Manufacturer narrative:
MDR is being submitted, as a result of a retrospective complaint review.

Event description:
Per dealer end-user called in and said there was a rod that popped out of the head section of the bed.